Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had low blood glucose (bg) levels and had medical intervention. Patient¿s blood glucose declined to 27 mg/dl while wearing the pod between 1 and 4 hours on the infusion site (abdomen). Patient¿s friend pulled off the pod, firefighters gave the patient a glucose tube, and paramedics arrived and put the patient on an intravenous and medicine d50.